Event description:
It was reported that during a trial implant, the healthcare professional (hcp) was not able to steer the lead and the lead did not respond. It was stated that the lead was never implanted and had been returned. It was stated that the lead was replaced by another product by the same manufacturer. It was noted that the cause of the issue was not determined. The patient was reported to be alive with no injury and there were no associated symptoms or complications.

Manufacturer narrative:
Analysis of lead (l/n va0kk9j), found no anomaly.

Event description:
Additional information received reported that the trial lead was returned to the manufacturer for analysis. It was noted that there had been positioning difficulty when the hcp had not been able to steer/maneuver the lead. It was noted that there was no patient death or injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).